Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: distal shaft separation requiring surgical intervention. Device issue: distal shaft separation/balloon rupture. It was reported that the nc voyager balloon catheter was being used in the right interior tibia (rit). A drug eluting stent (des) from another company was deployed. The nc voyager balloon catheter was being used for post dilation of the des and during post dilation, the nc voyager balloon ruptured at 22 atm. During removal of the ruptured device, it was noted to be stuck inside the stent an could not be removed. The nc voyager balloon catheter was pulled against resistance and the distal shaft of the device separated and remained in the patient's rit. A snare device was used in an attempt to remove the distal portion of the shaft from the patient's rit, but was unsuccessful. The distal portion of the balloon catheter was removed from the patient's anatomy during a scheduled surgery to amputate the patient's great toe (big toe). The ptci was being performed to help the wound heal so that the top amputation could be done. The patient was reportedly doing fine and was discharged from the hospital in 2009. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast on and in the shaft. The catheter had separated at the proximal end of the guide wire exit notch. The fracture was jagged and stretched. The distal end of the support mandrel was in a hook shape for a length of 1 cm. The balloon and the tip were not returned. The shaft distal to the guide wire exit notch was stretched and was 2.5 cm in length. The inner member had also separated at the guide wire exit notch and was stretched, flattened and tied in a knot. The distal end of the inner member had separated at the distal end of the proximal balloon marker. The shaft and inner member were tied in a knot and wrapped around the returned guide wire from another company. There were multiple kinks and bends throughout the entire length of the hypotube. There was no other damage noted to the catheter. The guide wire was returned with blood and contrast on the coils. There were stretched tip coil for a length of 1 cm. There were two kinks in the proximal core of the guide wire. There was no other damage noted to the guide wire. Product performance engineering reviewed the incident information and analysis of the returned product. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the balloon was inflated to 22 atm, which is above rbp. The IFU states: balloon pressure should not exceed the rbp. In this case, it is likely that the reported balloon rupture is related to the over inflation of the product or interaction with the previously implanted stent. Analysis of the returned product is consistent with a shaft separation occurring within the patient anatomy. The fracture face was jagged and stretched, suggesting material overload and stress/fatigue. The shaft distal to the guide wire exit notch was stretched. This damage is likely a result of the force applied to the product during removal. The analysis of the guide wire revealed that there was blood and contrast visible on the device. The guide wire tip coils were stretched for a length of 1 cm and there were two kinks in the proximal; core of the guide wire, which also likely contributed to the difficulty to remove the balloon catheter. Reportedly, the product was difficult to remove after the balloon rupture occurred. It is likely that the balloon material did not have proper refold, due to the balloon rupture and likely interacted with the previously implanted stent such that the product became caught. Subsequently, as force was applied against this resistance and the resistance with the damaged guide wire, the shaft of the product separated and broke. The reported balloon rupture, difficulty to remove, and shaft separation appear to be related to the operational context of the procedure. The voyager nc dilatation catheter was used in the rit. It should be noted that the IFU states that the voyager nc product is indicated for use in treating coronary vessels only. The product is not intended for treatment/use in the rit. The manufacturing records were reviewed and did not reveal an non-conformances for this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.